Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found multiple drawers with issues. Troubleshooting led to replacing the retractable band on the main drawer and reseating the row board cable and retractable band on auxiliary drawers 2.1 and 3.1 to resolve the problem. A functional test was performed by running diagnostics in the hardware testing application. The customer then inventoried medications to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a multiple drawers failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.